Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 09sep2020.

Event description:
The customer reported the unit alerted to check vent, alarm light emitting diode (led) failed. There was no patient involvement. The field service engineer (fse) advised to replace the power switch overlay. The customer replaced the power switch overlay and the issue was resolved.